Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which the stop button on the keypad was inoperative. This condition has the potential to cause an interruption of delivery. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 5.84.92, categorized as remediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. If the device is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with the ?stop? Button of keypad was inoperative was confirmed during product evaluation. The root cause was assigned to fluid ingress. The pump head module keypad was replaced to fix the reported condition. Additional information: baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample receipt date should have been included in the inital medwatch. Should additional information be received, a follow-up medwatch will be submitted.